Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient was experiencing what was recognized as a short to the shield. In clinic, x-rays were taken which confirmed a breakage at/near the bend relief. A decision was made to exchange the lvad with another lvad the following day.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.